Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received no delivery alarm. Customer¿s blood glucose was 143 mg/dl. Customer reported that the insulin does not exit the tubing with manual prime and alarm that occurred during manual prime. Troubleshoot was performed. Customer advised to the insulin pump will need to be replaced and to retrieve and save insulin pump settings and to revert to backup plan. Product will be returned for analysis.